Manufacturer narrative:
(B)(4). Batch # r92g89. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the device was disassembled to inspect the internal components it was found that the y-link was crack. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that in the middle of the procedure, an error was occurred with an alert saying "remove instrument from patient". After cleaning the blade, test was proceeded. The test was not successful so "instrument error detected" was showed off on the screen. As an emergency measure, the device was changed to a new one. There were no reported adverse consequences for the patient so far.